Event description:
It was reported that blood was found in the helium pathway. Therefore, the iab was removed and a new iab was inserted in the same insertion site. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4).